Event description:
A user in sweden reported an issue with their pump, which had a malfunction where the screen wouldn't turn on. There was no information available on the customer's blood glucose level at the time of the event. The pump was still under warranty, and the customer was informed that it needed to be replaced. Tandem technical support provided instructions for returning the faulty pump and arranged for a replacement pump to be sent to the customer. The customer chose not to share information about their backup insulin therapy plan.